Event description:
Patient implanted in (B)(6) 2012 with tfn nail returned to hospital office complaining of pain. Exam showed that a left side tfn nail was implanted in right femur. Nail remains implanted; patient will be observed.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.